Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event; see also 0002184052-2016-00148.

Event description:
The sales associate reported that the screw was implanted, followed by the rod and locking nut, as per the surgical technique. Once the final tightening of the locking nuts commenced, all locked with the exception of one. The minimal invasive tower was removed and the locking nut was engaged within the screw. With difficulty it was removed and replaced with a new screw and nut, which engaged. Upon closer inspection, the nut and the screw were stripped.

Manufacturer narrative:
The returned closure top was examined. The threads were damaged and sheared off in a manner consistent with cross-threading. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage and assembly to reduce cross-threading. This issue is being further investigated via CAPA.